Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing poor vacuum during surgery. The phaco handpiece was switched out to complete the case. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The phaco handpiece was examined and the reported event was not replicated. The company representative could not duplicate the reported event of poor phaco. There was no problem found with the handpiece. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. There was no problem found with the handpiece. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).